Manufacturer narrative:
Per tandem¿s user guide: "always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected while the customer slept. An infusion set change was performed to address the issue. There was no reported adverse impact to the customer's blood glucose level. Customer was advise to always ensure a tight cartridge connection is ensured.